Manufacturer narrative:
The hbsag ii reagent lot number and expiration date were not provided. A prewash gripper alarm was noted on the cobas e 801 analytical unit. The field service engineer (fse) identified that the system water tube was kinked, leading to a blockage of the water supply and causing the instrument to suck air into the system. The fse straightened the bent tubing, resolved the air bubbles, and restored the normal fluidic operation. All patients' samples were retested, resulting in accurate values. After the service actions performed by the fse, the instrument was performing within specifications. The fse also installed a protective shield and warning signs to prevent the customer from hitting the tube with their foot. The investigation did not identify a product problem. The cause of the event was due to a handling issue at the customer's site, where a bent water tubing line was identified with a large amount of bubbles in the sipper syringe and the cleancell syringe.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with elecsys hbsag ii assay on a cobas e 801 analytical unit. Sample 1: initial result: 8 coi (reactive). Repeat result: 0.21 coi (non-reactive). Sample 2: initial result: 2.56 coi (reactive). Repeat result: 0.25 coi (non-reactive). Sample 3: initial result: 7.43 coi (reactive). Repeat result: 0.24 coi (non-reactive). Sample 4: initial result: 5.48 coi (reactive). Repeat result: 0.26 coi (non-reactive). Sample 5: initial result: 3.16 coi (reactive). Repeat result: 0.23 coi (non-reactive). Sample 6: initial result: 22.80 coi (reactive). Repeat result: 0.23 coi (non-reactive). Sample 7: initial result: 5.56 coi (reactive). Repeat result: 0.21 coi (non-reactive). The physician questioned the initial results as they did not match the patients' clinical history, and the samples were repeated after the field service engineer performed troubleshooting actions. The repeat results were deemed to be "normal".